Event description:
A nurse reported that the trocar valves leaked after instrument insertion during a vitreoretinal procedure. There was no patient harm. A product sample was requested for this event. There are no further details available.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information.there was no sample returned for evaluation; therefore, the condition of the product could not be verified. A device history record review was conducted and the product was released according to the manufacturer's acceptance criteria. Because no sample was returned, the root cause cannot be determined. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).